Event description:
It was reported the pt did not have stimulation, and a replacement charger was unable to locate the ipg. Follow up identified the physician planned to replace the ipg with a non-chargeable version.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.